Event description:
It was reported to arthrocare that a pt underwent a knee arthroscopy procedure with acl repair, using a bilok driver 20mm. The driver reportedly broke. The fragments were retrieved from the pt in the same procedure, resulting in a surgical delay of approx one hour. The procedure was completed with no adverse reactions to the pt and no pt injury.

Manufacturer narrative:
The device was reported as returning for investigation. To date, the device has not been received. A follow-up report will be provided once the device investigation and lot history review are completed.